Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the sample has not yet been received by baxter. Attempts have been made to contact the customer for additional information and retrieval of the sample; the customer has not yet returned any of baxter's communication attempts. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation could not confirm the reported condition of an overinfusion. The root cause could not be determined. This device is a single use device and was discarded. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter that one (1) disposable infusion pump (unknown product information) "finished early" during patient use. There was no additional information emailed from the customer. There is no report of patient injury or medical intervention.